Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting inappropriate storage of atrial tachy response (atr) episodes as a result of the respiratory rate trend (rrt) signal being oversensed. In addition, the right atrial (ra) lead was noted to have been exhibiting high out of range pace impedance measurements for approximately the past nine months. Technical services was consulted and recommended programming changes. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting inappropriate storage of atrial tachy response (atr) episodes as a result of the respiratory rate trend (rrt) signal being oversensed. In addition, the right atrial (ra) lead was noted to have been exhibiting high out of range pace impedance measurements for approximately the past nine months. Technical services was consulted and recommended programming changes. The device remains in service at this time. No adverse patient effects were reported.